Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the past few days, the customer received multiple cartridge error messages while attempting to load multiple cartridges. There was no impact to the customer's blood glucose level. The customer was able to load a different cartridge successfully.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.